Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported damaged cannula or to determine whether it contributed to the reported hyper glycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that on (B)(6) 2015 her daughter's blood glucose, carbohydrate intake and insulin history.